Event description:
Same case as MDR ID: 2134265-2015-03538. It was reported that balloon rupture, inadequate apposition of the stent, catheter withdrawal difficulties, and arterial bleed was experienced. An angioplasty kissing technique procedure was performed. Vascular access was obtained bilaterally via the femoral artery. The target lesions were located in the iliac arteries. After an unspecified 5fr introducer sheath was placed and 5 ml of heparin was administered, an unspecified hydrophilic guide wire was advanced bilaterally to the aorta. An unspecified catheter was then placed. An unspecified support guide was then placed and an unspecified 7fr introducer was interchanged. Two 10.0x40x135 cm express¿ ld vascular stents were then advanced to treat the lesions. With a non-bsc insufflator, insufflation was done simultaneously until nominal pressure with a solution of heparin and contrast media. However, there was a loss of pressure in the stent delivery balloon in the left iliac. Through angiography, contrast was detected in the iliac. The stent in the left iliac was not fully apposed to the vessel wall. The physician attempted to deflate the balloon and blood was noticed in the insufflator. The delivery system was withdrawn, however, the balloon could not be removed through the 7fr introducer even when negative pressure and several maneuvers were applied repeatedly. It was noted the delivery system had elongations due to the traction. For this reason, the system was removed but the guide was left in place. This caused arterial lesion and bleed when another unspecified 7fr introducer was placed. Due to the bleed, an unspecified 8fr introducer sheath was used. The same situation took place with the stent delivery balloon in the right iliac. The same maneuvers were used and an unspecified 8fr introducer sheath was also used. Unspecified angioplasty balloons were introduced bilaterally and kissing technique was performed in the iliac arteries and the stent in the left iliac was apposed adequately. The procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through an introducer sheath. A full visual and tactile examination of the catheter shaft did not identify any kinks or damage along the section of shaft that was not inserted through the sheath. An examination of the balloon section, which was exiting from the distal end of the sheath, confirmed that the balloon was not fully deflated or refolded correctly. Blood was visible inside the balloon which is consistent with a device leak. A microscopic examination of the balloon material identified a longitudinal tear in the balloon material. The tear was located over the proximal markerband and it extended distally along the balloon for a total length of 3mm. An examination of the introducer sheath identified that the sheath appeared to be stretched down onto the shaft and there was some rippling noted on the surface of the sheath which is consistent with the shaft inside the sheath being stretched and bunched. Attempts to withdraw the device back through the sheath failed. Using a blade the sheath was carefully dissected and an examination of the balloon catheter identified that the shaft was severely stretched just proximal to the proximal balloon bond. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03538. It was reported that balloon rupture, inadequate apposition of the stent, catheter withdrawal difficulties, and arterial bleed was experienced. An angioplasty kissing technique procedure was performed. Vascular access was obtained bilaterally via the femoral artery. The target lesions were located in the iliac arteries. After an unspecified 5fr introducer sheath was placed and 5 ml of heparin was administered, an unspecified hydrophilic guide wire was advanced bilaterally to the aorta. An unspecified catheter was then placed. An unspecified support guide was then placed and an unspecified 7fr introducer was interchanged. Two 10.0x40x135 cm express¿ ld vascular stents were then advanced to treat the lesions. With a non-bsc insufflator, insufflation was done simultaneously until nominal pressure with a solution of heparin and contrast media. However, there was a loss of pressure in the stent delivery balloon in the left iliac. Through angiography, contrast was detected in the iliac. The stent in the left iliac was not fully apposed to the vessel wall. The physician attempted to deflate the balloon and blood was noticed in the insufflator. The delivery system was withdrawn, however the balloon could not be removed through the 7fr introducer even when negative pressure and several maneuvers were applied repeatedly. It was noted the delivery system had elongations due to the traction. For this reason, the system was removed but the guide was left in place. This caused arterial lesion and bleed when another unspecified 7fr introducer was placed. Due to the bleed, an unspecified 8fr introducer sheath was used. The same situation took place with the stent delivery balloon in the right iliac. The same maneuvers were used and an unspecified 8fr introducer sheath was also used. Unspecified angioplasty balloons were introduced bilaterally and kissing technique was performed in the iliac arteries and the stent in the left iliac was apposed adequately. The procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).